Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (service code 104, damaged monitor case) has been confirmed.  Upon investigation the monitor failed incoming testing and displayed a service code 104 (sd card fault) and a download code 203(sd card fault).  The cause for the failure was isolated to contamination in the j101 component causing a bad connection to the sd card. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving service code 104 (sd card fault) messages and had a damaged monitor case.